Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display screen of the insulin pump was cracked. Customer's blood glucose was 69 mg/dl. It was stated the insulin pump was probably bumped. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. No crack noted on the screen.